Event description:
The customer reported that while transporting a pt, the unit lost electrocardiogram and pressure waveform on the display. The pt was switched to another unit and therapy was continued. No pt injury was reported.